Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and implant loosening and peeling of the coating was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. Visual examination of the provided x-ray images also found evidence of subsidence. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : no deviations or anomalies were noted.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the tha surgery. In the surgery, our company¿s stem and head, stlyker¿s cup and liner were used. Around 2017, the surgeon had a suspect of loosening of the stem but was watching how it went. The patient had no subjective symptoms. Until 2020, the postoperative course was uneventful, and the patient had been enjoying ballroom dancing. Since 2020, the patient's adl has decreased. On (B)(6) 2021, loosening of the stem was confirmed. The patient has pain and has difficulty in walking. On (B)(6) revision surgery was performed. In the surgery, implanted products were removed. When the removed stem was checked, peeling of coating was confirmed. Because the stem was completely loose, no chisel etc. Were used during removal. Doi: (B)(6)2013, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B3 as per reported in the initial mw.